Manufacturer narrative:
The stent was not positioned on the balloon between the marker bands as per specifications. The stent appears to have been stretched distally. Deformation was evident from the 1st to the 9th stent wraps, with struts bunched and stretched. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was intended to be used. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. It is reported that stent deformation occurred in vivo during positioning. No patient injury is reported. It was reported that the event was device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.